Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was removed, and the device was not fully inflating and the pump was dimpled for the past few months. Upon explant, fluid loss from a tear or hole in the right far proximal end was found. A new inflatable penile prosthesis was implanted. No patient complications were reported.